Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the emergency room due to a vibratory alert on the device. Device interrogation revealed that the implantable cardioverter defibrillator was in backup vvi. The device was reprogrammed and the issue was resolved.